Manufacturer narrative:
The reported customer complaint of "no audio" was confirmed. The device wsa received at the mfg plant for investigation and the failure was isolated to the main pcb. The mfg previously initiated a corrective and preventative action associated with the confirmed failure.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.